Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported limited system movement. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. According to the service technician on site the main cable harness at the main control module has been found defective and has been exchanged. Unfortunately, the exchanged part was not available for investigation so this outcome is based on the statement of the technician. The occurrence rate of the identified cause has been checked and no error accumulation has been identified and a possible systematic issue has not been discovered. The affected cable harness and the mcm4 have been exchanged by the local service organization and the error has not been reported again. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.